Event description:
It was reported that, "pt stated that on (B)(6), she was going down the stairs when she felt knee buckle and she fell down three stairs. There is increase pain upon weight bearing. X-ray does not show any loosening. Plant to do revision, if possible convert to p/s femur."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.